Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation, as the product has been disposed of, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported boston scientific corporation in 2009, that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy (peg) procedure, performed on a female patient about 2 weeks prior. According to the complainant, during the procedure, the stoma site was cut to 1.5cm. The stoma surface was fixed by a create corporation product and when the button was pulled up from the stomach, resistance was felt. It was confirmed with the scope, that the button bumper was in the abdominal cavity between the stomach and body surface. The stoma site was enlarged and the detached button was removed from the body. The stoma had no serious injury and the procedure was completed with another one step button initial placement gastrostomy kit. Post procedure, the stoma site was inflamed. The physician treated the inflammation with antibiotics. No hospitalization was required and the patient's condition was reported to be good.